Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form through email reporting a pump replacement. The reason for replacement was reported to be a volume discrepancy while the catheter was reported to be patent. The device was reported to be discarded. Additional communication with the agent covering the issue confirmed that there was an underinfusion volume discrepancy observed in which the expected volume was 6ml and the actual aspirated volume was 10ml. The agent also reported that the patient had alleged a loss of therapy. Agent also confirmed that the catheter was confirmed to be patent by accessing the catheter access port in addition to utilizing the catheter needle.